Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged obtaining the results of 432 mg/dl and 206 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he took 10 extra units of humalog insulin after obtaining the results. Reporter also stated he had taken his normal 10 units of humalog and 11 units of levemir insulin about 2 hours prior to obtaining the readings. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.